Manufacturer narrative:
Batch review performed on 26-03-2025. Lot 184774: (B)(4) items manufactured and released on 17-10-2018. Expiration date: 2023-10-09. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department a revision surgery was performed approximately 5 years and 3 months after the primary implantation of an uncemented tha due to stem loosening. The patient had complained of thigh pain and underwent follow-up x-rays. The available images reveal thin radiolucent lines, particularly in the distal part of the stem. Aseptic loosening is a known complication described in the literature following primary cementless hip arthroplasties, and its causes are often unclear. In this case, the exact reason for failure cannot be determined. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 5 years and 3 months from primary, the patient underwent revision surgery due to thigh pain, radiolucent liner in control x-ray, and stem loosening. The surgeon replaced the stem with a cemented one. Surgery was completed successfully.

Manufacturer narrative:
Fu1: piece returned on 6 may 2025. Device inspection performed. Visual inspection performed by r&d department. Looking at the stem body some opaques white film spots are visible on all the stem surface. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.